Manufacturer narrative:
Additional information h3 evaluation summary biomedical engineer tested the device and all tests passed. The medtronic service engineer (se) inspected the device and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. Ventilator memory logs were reviewed and loss of ventilation was confirmed. The investigation could not determine a cause of the event. The event will be included in trending and monitoring. The director of respiratory care at memorial hermann, states that the ventilator transfer did not cause or contribute to the patient¿s death. The patient died of a ¿head bleed¿ at 20 hours of life. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: biomedical engineer tested the device and all tests passed. Additionally, the service engineer (se) inspected the device and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980-ventilator alarmed ¿vent inop¿ (ventilator inoperable) and it was thought to have stopped delivering breaths. The patient was removed from the ventilator and was manually ventilated via an ambu bag. The patient was placed on an alternate ventilator with no harm or injury. At birth, the patient was at 27 weeks gestation and weighed (B)(6) pounds. The customer reported that the baby passed away 20 hours after birth due to a brain bleed and that the ventilator did not cause or contribute to the death.